Manufacturer narrative:
The insulin pump was received with missing lcd window, cracked case window display corner, cracked and bleeding lcd glass. We were unable to perform displacement, prime, basic occlusion, occlusion and no delivery tests due to cracked and bleeding lcd glass. (B)(4). Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call by customer's mother that the customer had high blood glucose 309mg/dl, treated with manual injection. The customer stated the physical damage to pump was a crack on the display screen. The customer's mother stated she saw a little moisture behind the screen. The customer's mother agreed to return insulin pump for analysis.